Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood was observed. Insulated wires can be seen right beneath the green molded plug. The pins on both ends of the cord appeared intact with no signs of corrosion. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "break, cord" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable casing broke at connection exposing wires inside. A replacement device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, dc extension cable casing broke at connection exposing wires inside. A replacement device was used to complete the procedure. The hospital did not report any patient effects.